Manufacturer narrative:
The device was returned to service center for evaluation. The unit¿s pins were found worn out inside the video connector causing a loss of image when wiggling the pigtail. A worn out connector block was also noted to causing an unsecured connection to scope. In addition, the unit was equipped with a dead battery not keeping settings, and a non-olympus lamp.

Event description:
The service center was informed that during preparation use, the video system exhibited intermittent power and a connection issue. There was no patient involvement reported.

Manufacturer narrative:
The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. A complaint history check was performed for this phenomenon and one similar case noted. The legal manufacturer reported that the most probably cause for the reported event is the following: intermittent connections, not always operating. Worn pins in video connector it is assumed that 9 years or more have passed since the device was manufactured, and the pin of the video connector receiver was worn out by repeated use for a long time. It was speculated that this is a phenomenon in which the electrical connections become unstable and the images are intermittently interrupted due to disruptions in the image transmission of the scope and video processors. Do not save settings when the battery is exhausted we speculate that the device has been manufactured for more than 9 years and that the data back-up battery has gone out due to its long-term use.